Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy experienced a break in aseptic technique which resulted in peritonitis. The patient was not hospitalized for the peritonitis event. On an unreported date, the patient started treatment with unspecified antibiotics (dose, frequency, and route were not reported) for the peritonitis. The patient was treated with antibiotics for three weeks. The patient recovered from the peritonitis twenty four days after the onset. The patient was retrained in aseptic technique. No additional information is available.